Event description:
The customer alleged that the ventilator stopped cycling while on patient. No patient harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extened self testing. No parts were replaced.